Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage. Patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor was successfully implanted in a patient using a large flexnav delivery system. The final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 3.5mm. There was no difficulty implanting the valve and no clinically significant delay in the procedure reported. It was noted that after implant of the valve, the patient developed a complete heart block. An electrocardiogram confirmed an atrioventricular block on (B)(6) 2023 and on (B)(6) 2023 the patient also developed a right bundle branch block. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. The decision was made to implant a temporary pacemaker. On (B)(6) 2023, a dual chamber permanent pacemaker was implanted. The patient had a prolonged hospital stay for monitoring of rhythm, but was stable and discharged at the time of report. There is no allegation of malfunction against the 27mm navitor or procedure. The cause of heart block of attributed to a combination of the implant procedure, interaction between the frame of the navitor valve and the conduction system of the heart, and the patient's past medical history.

Manufacturer narrative:
An event of complete block seven after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had calcification extending beneath the aortic annular plane in the interventricular septum, and that the valve was implanted with 4mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. Information from the field also indicated that the heart block was possibly related to the implant procedure, interaction between the valve and the heart's conduction system, and the patient's past medical history. Based on all available information, the reported heart block appears to be due to a combination of procedural conditions and patient condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.